Event description:
It was reported that pump displayed malfunction alarm malf 12 related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and customer planned to call back when able to continue with pump reset, with no additional follow-up information received.